Event description:
The lay user/patient contacted lifescan (lfs) in april 2006 alleging that his one touch ultra meter would not power on when a test strip is inserted into the meter. The patient felt low (no information on what kind of symptoms he experienced) and tried to test on his ultra meter and the meter would not power on with the test strip inserted into the meter. The patient was unsure of when he last tested on his meter and was able to obtain a blood glucose reading. Since the meter would not power on, the patint ate food and/or drank a beverage after attempting to use the meter. He visited the physician and the physician changed the patient's medication. There is no information on what the patient's initial blood glucose reading was on the physician's meter. The meter is not a new product (out of box). The patient was using the correct vial of test strips. The meter powered on when pressing down on the power button; however, did not power on when inserting the test strip all the way into the test strip port. The customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, when the incident occurred, how long the patient had been experiencing symptoms, readings prior to the incident, reading on the physician's meter, how long the patient was having an issue with the meter and the patient's new diabetes regimen. The complaint is being reported because the patient was unable to obtain a reading on the ultra meter while experiencing symptoms.